Event description:
It was reported that during a pph procedure, the stapler was fired, the knife blade did advance and the washer was broken, but the staples did not form completely and the pt began bleeding profusely. Two units of blood were needed. The procedure was completed with the surgeon controlling the bleeding with suture and sending the pt to recovery. The pt was scheduled to be released from the hosp in 2005. The original release date was scheduled four days before.